Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby2299 showed no other similar product complaint(s) from this lot number. Mw5075878.

Event description:
It was reported that the PICC line was placed in 2018. It was stated that a metallic structure which projects over the right proximal femur was identified during a kub scan. Using ultrasound, the linear hypoechoic structure was confirmed in the anterior musculature of the proximal right thigh, assumed to represent a foreign body 1.3cm long and 5-9mm deep into the skin. Doppler confirmed the foreign body to be extravascular.